Event description:
Pt was in active labor with lower back pain. Thermacare head pad was applied per packaging instruction over the gown below the site of epidural insertion area. Upon removal of epidural tape, a burn wound was discovered with dimensions 4cm by 5cm. Lower back pain.